Event description:
On 10/8/97, rn called to report the pt's bag of 5 fluorouracil will run out approx. 24 hours early. Bag contained 96 ml, run rate of 0.5 ml/hr, should last 8 days, will run out in 7 days, nurse checked program and was correct. Pump will be replaced, physician and MFR were informed. Physician advised to continue treatment without interuption.